Manufacturer narrative:
Correction : there was no explantation of the device. The device fell out spontaneously. This report is submitted on march 28, 2017.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection at the implant site and was treated with a topical antibiotic (date not reported). Subsequently the patient experienced extrusion of the device and a loss of osseointegration resulting in the decision to explant the device (date not reported). The patient was reimplanted with another device.